Event description:
Initially reported by consumer stating that the consumer experienced irritation and redness from the contact lenses. The consumer went to doctor and the doctor confirmed corneal abrasions and infections. The current consumer condition is symptoms continuing.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined the manufacturer internal reference number is: (B)(4).